Event description:
In 2008, the sales rep reported after the cleaning process, the small screw in the calipers was loose. This was noticed after surgery, and the processing procedure. The calipers were fine during the surgical procedure. The malfunction, screw falling out, has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval is pending upon return of the product.